Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Citation: tsuda m et al. Implantation of three transcatheter aortic valves for embolization of two valves caused by under-expansion: a case report. Eur heart j case rep. 2020 dec 15;5(1):ytaa497. Doi: 10.1093/ehjcr/ytaa497. The true event date was used for date of event as this information was provided by the authors on page 2 of the article: 12 may 2020. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. The valve remains implanted and the dcs was not returned. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an 88-year-old female patient who underwent transfemoral transcatheter aortic valve implantation with a 26 mm medtronic evolut r transcatheter valve system. Following a pre-implant balloon aortic valvuloplasty with a 16 mm balloon, the evolut r was deployed in a good position. Resistance was encountered when attempting to withdraw the delivery catheter system (dcs) from the evolut r. Wire manipulation changed the dcs position, but the evolut r dislodged to the ascending aorta as the dcs was being withdrawn from the evolut r. Immediately after dislodgement, hemodynamic collapse occurred because of aortic regurgitation or coronary malperfusion. Emergency intubation was performed, and emergency veno-arterial extracorporeal membrane oxygenation (v-a ECMO) was percutaneously introduced via the left common femoral artery and venous routes as a precaution. After repositioning the evolut r to the ascending aorta using a non-medtronic snare, a second 26 mm evolut r was deployed to the left ventricular side as compared to the initial position of the first evolut r. Resistance was encountered again when attempting to withdraw the second dcs from the second evolut r. Fluoroscopy was performed and revealed that the second evolut r was under-expanded, which caused catching of the second dcs in the second evolut r. Manipulation of the wire and dcs could not release the catching between the second dcs and valve, which resulted in upward dislodgement of the second evolut r. Consequently, a 23 mm non-medtronic balloon-expandable transcatheter valve was successfully implanted. The following day, the v-a ECMO was removed and the patient was extubated. The patient was discharged nine days after tavi without further complications. In addition, the authors reported the following: both evolut r valves were properly prepared before implantation, and stent frame deformation of the first evolut r was fluoroscopically noted just before dislodgement to the ascending aorta. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Corrected data: the following sentence was mistakenly omitted from section h10 of the initial report: this report pertains to the first evolut r valve and first enveo r delivery catheter system used during the case presented in the li terature citation below. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.